Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported their entire system went down and no data was being provided. Here was no patient incident.